Event description:
It was reported that bd plastipak¿ syringe 20ml luer lock without needle was damaged, but still operable. The following information was provided by the initial reporter: "syringe has a hole in the defective site."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: photos received for investigation. Upon visual inspection, deformation/damage to the syringe was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause is associated with kinks reported in the maintenance order, indicating a possible failure in the cleaning of the equipment and segregation of the materials damaged during the intervention.

Event description:
It was reported that bd plastipak¿ syringe 20ml luer lock without needle was damaged, but still operable. The following information was provided by the initial reporter: "syringe has a hole in the defective site."